Event description:
It was reported the implant would work and then quit working. The patient stated he would move and the implant would start working again, but then quit again. In order to keep the implant going, the patient stated he had to keep moving. The light was not blinking on the patient programmer. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 389133, lot# j0348947v, implanted: (B)(6) 2004, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 389133, lot# j0349152v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient still had concerns with their device or therapy but they had not sought further help.